Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not available for analysis. Imaging was not provided as well. The event as described or the alleged product issue could not be confirmed.

Event description:
It was reported that a stent was difficult to detach. Eventually it did detach but the the proximal end did not fully open. The patient remained overnight due to the stent not completely opening. No thrombus was observed in the unopened portion and the patient was discharged. Later the patient experienced a tia. Angio revealed that the stent is completely occluded due to thrombus.